Event description:
Procedure type: bilateral inguinal hernia. According to the reporter: a plastic piece from the locking mechanism fell off the device, into the surgeon's hand prior to using it. Or time was extended only by 5 minutes. A new instrument was used to complete the procedure. No pt injury was reported.